Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while trying to split the introducer the pacing lead displaced. As the patient is pacing dependent the patient went into asystole for ten seconds. The lead was repositioned and the heart was able to be paced. The lead remains in use. No further patient complications have been reported as a result of this event.